Event description:
It was reported that there are cuts within the ar-200m cord. See source data and image attached.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The vendor's evaluation identified that the cable was torn at the insulation.